Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during a therapeutic surgery and the user facility replaced the subject device with a similar but another device. The user facility completed the procedure using the similar device and there was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".